Event description:
Healthcare professional reported exchange with no complaint against the device of a non- (B)(6) device. This record is for the right side. The device has been explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).